Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose and a motor error alarm from the insulin pump. The customer's blood glucose reading was 501 mg/dl. The customer stated that the pump alarmed motor error while she tried to give herself a bolus. The customer stated that the pump still alarmed motor error when she rewound it. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the rewind, basic occlusion and displacement tests. The pump was unable to prime during the prime test due to a faulty force sensor. No motor error alarm was noted. Unable to test for excessive no delivery alarms due to the prime anomaly. The motor passed the motor test. The pump had a cracked lcd window, a cracked case at the display window corner, a cracked reservoir tube lip and a stained end cap sticker.